Manufacturer narrative:
The customer inadvertently seated the illuminator in incorrectly (causing the reported event to occur). The servicing representative was asked to visit the facility and a service request was opened. Upon speaking to the customer, the service representative coached the customer to resolve the issue remotely, (by reseating the illuminator module appropriately). The servicing was therefore, not required and subsequently canceled. There was no additional related information provided at this time. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an ¿external event,¿ unrelated to product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the customer reporting that the bulb was found to be out when starting up the system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the illumination bulb burnt out.